Event description:
Hcp reported the pt began to complain of feeling dizzy and weak within 45 minutes of the start of a baclofen infusion. The pt's pupils became pinpoint, the pt became bradycardic, hypotensive, nauseated and vomited. The pt eventually became somnolent and unresponsive. The pump was turned off and 30cc of spinal fluid were withdrawn. The pt was admitted to the ICU at which time it was reported the pt vomited. But their pupils looked better. The pt then became obtunded, was intubated, and transferred to another ICU. The pt was intubated for 24 hours. The pt was never hypoxic. Presently the pt is at home and back to baseline.